Event description:
A malfunction was reported on the customer's pump with a malfunction code of malf 16, although no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, and assisted with the reset process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump without further issues.